Manufacturer narrative:
It was reported that a heavy patient was on the cot and shifted their weight as the cot was being loaded. Three crew members were reported to be present and 1 of which tried to stop the cot from dropping which resulted in an injury to a disc in their back. The emt was prescribed 4 weeks off of work and is expected to make a full recovery. In response to the alleged event, a stryker field service representative performed a visual and functional evaluation. It was identified that the retractable head section would not hold weight due to a broken load wheel. The customer was informed that they may have the cot repaired by the stryker technician at their discretion.

Event description:
It was reported that while loading a patient into an ambulance, the load wheel broke off and the patient rolled off the cot. The patient was not injured in the event, but it was reported that one of the emt's injured a disc in his back and went to the hospital for treatment.

Event description:
It was reported that while loading a patient into an ambulance, the load wheel broke off and the patient rolled off the cot. The patient was not injured in the event, but it was reported that one of the emt's injured a disc in his back and went to the hospital for treatment.